Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unk) for cardiac arrest, after the patient was already shocked with a different device, and the patient was now sitting up and talking, this device was applied to the patient and issued a "shock advised" prompt. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.